Manufacturer narrative:
Alleged failure: the monitor screen flickers repeatedly. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: ccu conforms to specifications. The root cause of the complaint reported is camera head s/n (B)(6) sent from the account with the same complaint. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the monitor screen flickers repeatedly.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the monitor screen flickers repeatedly.